Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another ventilator to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer report was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device logs suggests the device operated as designed and expected. The device was recertified and returned to the customer. No trend is associated with reports of this type.